Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the logs and confirmed the reoccurring recoverable fault on the universal surgical manipulator 2 (usm2). The fse attempted to run a data terminal equipment (dte) calibrations test, exercising usm2, reseating usm2 and re-running the dte calibrations test; each attempt failed and the usm2 was replaced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint to perform fa and confirmed the reported failure error via logs and replicated the customer reported event in-house. The usm was tested on an in-house system in normal mode and failed, triggering the error. The usm was tested on the patient side console (psc)-fixture test platform (pftp) and failed the fiber test on the rolling loop fiber. A golden fiber was then installed, and the fiber test passed. The complaint was confirmed based on the fse and fa investigations.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the clinical sales representative (csr) called back and stated that the site was still getting errors on arm 2 during the case. The csr stated that the site converted to an open procedure after recovering the error several times. The system was not restarted. The procedure was converted to open surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.